Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. To correct the issue, the enhanced sensor interface board and connector with harness assembly were replaced. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text: the distributor performed a checkout of the equipment and confirmed the reported complaint. To correct the issue, the enhanced sensor interface board and connector with harness assembly were replaced. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The customer reported an error during pre-use checkout which may result in a loss of mechanical ventilation. There was no report of patient involvement.